Event description:
Pt reported that approx four months after injection with juvederm voluma xc in the cheeks and "around the jaw line," she developed a "lump the size of a pea" on the left cheek. A "few days" later, the pt's cheek started swelling up and she started "feeling pressure around the eye" and the "lump was getting bigger." Pt went to a 24 hour clinic and was prescribed keflex. Pt then went back to her injector, at which point she also had "big lump" on the "bottom of chin area," and the other cheek started developing "bumps." Pt's relative also referred to the affected areas as "hard rock lumps." Pt received hyaluronidase on four separate occasions. On the fourth occasion, the pt also received a cortisone shot. The symptoms have minimally improved, but are still mostly ongoing.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of hard lumps, pressure, and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.